Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the surgeon utilized the device and was not happy with the seal quality. There was bleeding after sealing and they set aside the hand piece to return. The staff did not know who the patient was or what day the surgery occurred.